Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3014334038-2026-00017. 3006697299-2026-00014. A facility reported a codman sensor (ID (B)(6)), a codman monitor (ID 826820) and a cerelink extension cable (ID (B)(6)) were used to monitor intracranial pressure in a patient in intensive care unit. The system was working fine and suddenly stopped reading showing error "possible input failure". Patient required a new sensor insertion. Additional information received: - date of event ¿ 5 feb 2026. - if used with cerelink: was the patient lead (electrode of extension cable) always connected to the patient? Yes. - implant location? Sub-dural. - did the issue lead to any patient injury / complications or death? No. - what was the user doing (e.g., powering unit, zeroing sensor, setting alarm, downloading data)? Error came up shortly after implantation. - what was happening with patient (e.g., transport, MRI, CT)? In ICU. - can you please confirm that the replacement was successful and only the sensor is defective in this case (no issue with monitor and extension cable)? Both monitor and sensor were isolated and a new monitor and sensor was used.